Event description:
It was reported that although the patient was receiving good therapy, one lead had high out of range impedances. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).